Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Device properly uploaded on to carelink. No upload/download anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose ranging from the 300's to the 400's. Symptoms that were reported at the time of the incident included none. The customer did not treat for high blood glucose. The customer reported uploading issues. Troubleshooting was declined. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use. Frn-reservoir.